Event description:
Customer reported that her insulin pump has physical damage. Customer stated that the device has a crack all across the window. Blood glucose reading 121 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump had a cracked display window corner and broken reservoir tube lip. No cracks on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.